Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the diagnosis procedure got delayed and was completed by restarting the system. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not starting. Review of the system log file showed that there was a malfunction with flexvision pc. The third party engineer turned on the flexvision pc manually. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system does not start and stuck at 00:00. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of the complaint.